Event description:
It was reported that during a da vinci-assisted surgical procedure, a wire snapped on the prograsp forceps instrument. Although no fragments fell inside the patient, the customer performed an x-ray on the patient after completion of the procedure.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a broken grip cable at the yaw pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable. Further inspection found no abnormally sharp or damaged components.